Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the rod end. He replaced the rod end and adjusted the trend box switches to repair the bed.